Manufacturer narrative:
(B)(4).

Event description:
It was reported the high threshold was observed on the atrial lead. The physician performed a lead revision. The device was explanted prophylactically following the advisory for premature battery depletion with implantable cardioverter defibrillator. No issue was reported regarding the device. The patient tolerated the procedure well and current condition was stable.

Event description:
New information received states that the lv lead was capped and replaced due to capturing anomaly (B)(6) 2017. No further information is available at this time.